Manufacturer narrative:
Software: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss with the reported application. Per the compatibility guide, use of the operating system ios 26.3 is incompatible with the reported application software version "[insert software version]". This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor: sensor (B)(6) was returned and investigated. A visual inspection of the returned sensor patch did not reveal any observable issues. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); and poor solder on battery was observed upon visual inspection. Performed a source measurement unit (smu) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The customer experienced a signal loss and was unable to receive glucose alarms. It is unknown if the patient experienced any symptoms of glycemic instability, however, the customer was able to self-treat by self-injecting insulin. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The customer experienced a signal loss and was unable to receive glucose alarms. It is unknown if the patient experienced any symptoms of glycemic instability, however, the customer was able to self-treat by self-injecting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6 )was returned and investigated. A visual inspection of the returned sensor patch was performed and no issues were observed. Data extraction was successful.sensor state 7 with event log 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); and no issues were observed. Performed a source measurement unit (smu) test using the returned sensor with connector key. The sensor was activated with a known good phone and sensor was scanned to retrieve smu tests results. The smu test passed and all results were within specification. The libre 3 debug application was used to scan and connect to sensor to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were observed within 6 minutes after activation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The customer experienced signal loss with the reported application. The reported configuration of ios 26.3 is not compatible with the customer's reported application. The compatibility guide is available to the customer on the product's website. This serves as a correction report as h11 has been updated to reflect correct investigation results. All pertinent information available to abbott diabetes care has been submitted. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event.